Event description:
The plaintiff's attorney alleged that the decedent experienced a hypertensive event and subsequently expired on or about (B)(6), 2009 after the use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR# 1225714-2013-00529.